Event description:
A hemodialysis user facility has reported that during treatment a leak occurred. The leak was visually observed at the arterial cap. Dialysate was leaking immediately after pt was put on the machine for treatment. There is no report of pt ill effect. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physician evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.